Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse attempted to run samples and the error recurred. The fse identified an the problem was due an issue with the ground wire on the wash bottle cap electrode assembly. The fse replaced the wash electrode assembly and diluent electrode cap assembly then primed wash and diluent. The fse ran daily check and quality control (qc) with results within acceptable range and no error recurring. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4: error messages states the following: [2001] washer shortage. Operation stopped. Cause : the washer tank was found to be empty at the start of measurement. Measuring operation is stopped. Solution : replenish the washer and retry the measurement. The most probable cause was failure of the wash electrode assembly and failure of the diluent electrode assembly.

Event description:
A customer reported error 2001 no wash detected on the aia-2000 analyzer. The customer confirmed the wash bottles was mixed correctly and bottle was full. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.